Event description:
The distal (bifurcated graft) piece had slid down and separated from the proximal piece (zfen) causing a type 3 endoleak. An endurance 2 (28 x 49) cuff was implanted to bridge the separated segments. Entry was via the right iliac and an endurance converter (28 x 102) was used because the left iliac was kinked. The patient was reported to be fine after the repair.

Manufacturer narrative:
The lot number and rpn is unknown, therefore, the manufacturing work order could not be reviewed; however, there is no evidence that the device was not manufactured according to specification. Additional information was requested concerning imaging, lot number, date of implant, overlap between grafts, difficulty during the implant procedure, endoleak during final angiogram or follow-up scans, and what the physician thought caused the separation/migration; however, no response was received after three requests. As minimal information was provided, the cause of the separation/migration is unknown. Potential contributing factors include: graft sizing, inadequate expansion of grafts, inadequate overlap between grafts, patient anatomy. The instructions for use sent with us zenith fenestrated devices states "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." It also states the degree of overlap with the proximal body should be no less than 2 stents and that migration and endoleak are potential adverse events.

Event description:
The distal bifurcated graft component had moved down and separated from the proximal piece graft component causing a type 3 endoleak. An endurance 2 (28 x 49) cuff was implanted to bridge the separated segments. Entry was via the right iliac and an endurance converter (28 x 102) was used because the left iliac was kinked. The patient was reported to be fine after the repair.

Manufacturer narrative:
All fields are unknown as no specific product information or lot # was provided.